Manufacturer narrative:
It was reported that "when removing the stylet after the tube was placed the mda noticed a foreign object inside the tube. The tube was removed and a secondary 7.0 ett was placed no event". No injury was reported related to the incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Piece of plastic in tube.